Manufacturer narrative:
Patient code 1733.

Event description:
Patient also reported "losing weight and having problems," ¿nausea, back pain, stiffness in her joints, waking at night and is generally not well feeling,¿ ¿severe abdominal pain and diarrhea," "prognosis of microscopic colitis" and ¿autoimmune disease;¿ these events are not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of autoimmune/connective tissue - symptoms of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.